Manufacturer narrative:
Gtin: unknown upon completion of the investigation a follow up report will be filed.

Event description:
Stopped registering icp. Issue occurred after a technician came in and attached an EKG feed. After that, device stopped registering icp. Monitoring was discontinued. No patient harm or delay in treatment reported. On (B)(6) 2016 per rep: "I am not sure what the complaint should lodged be against. It was working correctly and then abruptly stopped working. I sent in the microsensor because I wanted to verify that there wasn't something wrong with it. The patient cable and monitor seemed to be ok."